Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 226 mg/dl on the insulin pump. Customer was trying to rewind the pump when the battery died. After the customer replaced the battery, he received a motor error alarm. Customer stated that the pump was never bumped or dropped. The customer was assisted with the alarm. The customer does not use the sensor feature on the pump and is able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime/compromised force sensor system test. However, the pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a minor scratched display window. The insulin pump was received with a cracked case at the display window corner. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.